Event description:
Information was received that while a smiths medical tracheostomy tube was in use, the patient experienced a loss of ventilation due to a cuff leak. The saline loss was seen in the bronchial tube visualized with fibroscopic column. No further adverse effects were reported.

Manufacturer narrative:
Evaluation results: one bivona tracheostomy tube was received in used condition. The tracheostomy tube was returned for a loss of ventilation due to a cuff leak. The returned device was leak tested with 200 cc of air. The cuff was unable to fully inflate and immediately deflated as air escaped from a small hole/ scratch in the cuff. Upon visual inspection of the cuff, it was noted that there are two scratched areas next to the small hole on the cuff, perhaps caused by the device coming into contact with something sharp externally or potentially from hard cartilage internal to the patient. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.